Manufacturer narrative:
Physician is not sure what caused the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Nurse reported that the patient spent the night in the ICU on a narcan drip. Nurse said that when they saw the patient in the ER, they were stable and breathing on their own with assistance of a nasal cannula. Provider was made aware immediately and reprogrammed the pump to a lower dose.

Manufacturer narrative:
Pending follow-up information on patient status and cause of discrepancy. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. Internal complaint number: (B)(4).

Event description:
A home infusion nurse contacted technical solutions to report a patient that was brought to the ER shortly after an MRI due to overdose symptoms (overly sleepy, respiratory depression). It was reported that the patient had been sleepy for a few days prior to the MRI as well. Nurse reported that they followed the pre-MRI protocol as per instructions, and that there was no volume discrepancy between the expected and actual reservoir volumes in the pump (4.3ml). It was reported that the patient slept through their MRI. Following the MRI, the nurse performed the post-MRI procedures per instructions, and was able to pull a vacuum. They reported that a "small amount of medication" dripped on the patient's skin as they released the needle following the refill. They were notified shortly after that the patient was brought to the ER where they were treated with narcan. The nurse and clinical specialist (cs) went to visit the patient and found a volume discrepancy. The expected volume was 4.286ml and the actual aspirated volume was 1.9ml. The patient was reported to be stable and alert after spending the night in the ER.